Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2023 during a scheduled lead revision procedure. The patient was in stable condition throughout.